Manufacturer narrative:
Evaluation method) device history record review, medical review. Evaluation result: no root cause analysis required since there was no reported issue with the returned lens; the surgeon decided to exchange the lens. There were no documented issues and concerns with the manufacturing and inspection processes that may have contributed to the nonconformance of the lens. Physician report does not indicate that any exceptional event which led to the exchange of the lens. Per medical review: reportedly, upon insertion of a single-piece collamer iol the surgeon decided to remove lens intraoperatively and to implant a different model lens (3-piece collamer iol). Incision was enlarged for lens removal and another iol was successfully implanted. No reported postoperative sequelae. According to report, by a nurse, dated on (B)(6) 2016, there was no problem with the single-piece collamer lens and the surgeon implanted a different lens as his choice for that patient ("changed his mind"). The same report stated that there was no capsular rupture or vitrectomy performed. It should be noted that at the time of the surgery the patient was (B)(6) and per dfu indications: "the collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lenses are intended to correct aphakia in persons 60 years of age or older in whom a cataractous lens has been removed by cataract extraction," therefore, there is no sufficient safety and effectiveness data to support implantation in such patients. (B)(4).

Manufacturer narrative:
Brand name: collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. A visual inspection of the returned product found the lens in four pieces. A piece of the optic and piece of plate haptic torn off and missing. The lens was returned in liquid. There was evidence of clear surgical residue on the product. Conclusion: based on the complaint history and the evaluation of the returned product, it has been determined that the root cause of this event was due to physician's preference. The surgeon changed his mind and decided to implant a different lens. (B)(4).

Event description:
The reporter indicated the surgeon implanted a cc4204a +22.50 collamer single piece lens in the patient's right eye.the physician decided to use a different lens model. The incision was enlarged to remove the lens and a cq 3-piece lens was implanted. No suture was used.there was no patient injury. There is nothing wrong with the lens. Physician just changed his mind.